Event description:
The customer reported a baby's death, after the mother was being monitored with m2705a avalon fm50 fetal monitor.

Manufacturer narrative:
(B)(4). The customer reported a baby's death, after the mother was being monitored with m2705a avalon fm50 fetal monitor. It was reported that an avalon fm50 was not functional. An issue occurred at 11:30 pm during a delivery in which the fm50 was not picked up by the central station (obtv) and the baby had a 4 1/2 minutes of deceleration. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.